Event description:
Procedure type: colon resection. According to the reporter: this was a multiple resection case. During the fourth firing (third reload), the instrument was fired to create the anastomosis, however, the stapler cut but did not deploy any staples. Three extra firings were needed to correct this problem, and about 4cm of bowel was lost on each the distal and proximal ends because of this. Some bowel leakage occurred, but no bleeding occurred. There was a 20 minute delay in or time because of the issue. It was also noticed that the white tab that covers the knife blade did not engage after this firing.

Manufacturer narrative:
Initial report sent: 08/22/2008.